Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the implantable cardioverter-defibrillator inappropriately shocked due to electromagnetic (emi) oversensing. The patient was unaware of the shock. No interventions were performed and the device remained implanted. The patient was asymptomatic and would be monitored.